Event description:
It was reported to philips that the device failed to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not powering on. Upon troubleshooting, philips field service engineer (fse) inspected the system onsite and confirmed that the pdu control board went bad. The defective mpd control unit was returned for failure analysis and confirmed the failure code was electrical defect. Fse replaced the pdu control board. After the replacement of pdu control board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.